Event description:
The customer reported that during use of this handpiece in oral surgery, it got hot near the collet about 10 minutes into the procedure. In addition, the user reported that the console in use displayed an error message of "magnetic field". The surgeon discontinued use of this handpiece and exchanged it for another drill. The second handpiece began making a strange noise and then the bur guard fell off the drill. The surgeon reported getting a third handpiece, which he also reported, did not function properly. Following the third handpiece problem, the surgeon chose to use a chisel and mallet to continue the surgery. During use of a chisel and mallet, the patient's jaw fractured, resulting in the need to wire the patient's jaw. To date, the progress of the patient is unknown

Manufacturer narrative:
Investigation findings: conmed linvatec received this device for eval and did not confirm the reported problems. During testing, this handpiece met temperature specification. Further investigation found the motor failed ground bond testing. At no time during testing did a "magnetic field" error display. A review of conmed linvatec repair records shows this device was last serviced in february 2006. The handpiece instruction manual warns the user of the following: overheating might occur if the handpiece or accessory bearings are worn or are not kept clean. Continually check all parts of the handpiece and attachments for overheating. Discontinue use and return the equipment for service as necessary. Overheating can cause serious injury to the patient or operating room personnel. In addition, the instruction manual informs the user that the service interval for the drill and bur guards is every 6 months. Warning: failure to follow the service schedule could result in reduced instrument performance or overheating of the drill or guard. The customer will be provided care and service details. Conmed linvatec sent the following medical device reports, which are associated with this event: 1017294-2008-00037, -00038, -00039, -00040, -00042, -00043, -00044, -00045. The customer was not sure of the specific serial #/lot# in use at the time each problem occurred.